Manufacturer narrative:
One open sample rec'd (cardboard package only). There are no units in stock. No other complaints on file for this item/batch. Batch record reviewed and no deviations found. Review of batch release documents in relation of the test of resistance to voltage at node, met the requirements. Batch release regarding tensile strength were within spec. Rec'd prod; it is evident that the thread is not complete, has a length of about 47 cm and is not attached to the needle; this piece of thread was reviewed using stereoscope. It was possible to visualize in one end, a mark on the thread in which the needle may have been reflected. The other end did not indicate a break, but rather exhibited a burn mark. The breaking of the wire appears to have been generated by an external heat source. It is not possible to determine the root cause of the needle detachment. No further action is required.

Event description:
Country of complaint: (B)(6). In fixing the chest tube suture breaks during knotting and needle detached from thread.